Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the internal carotid artery with 90% stenosis. The 6-8x40 mm acculink carotid stent system was advanced with resistance noted with the guiding catheter. The stent was attempted to be released but the shaft of the delivery system was noted to be separated outside of the patient during the procedure. The distal portion of the separation was simply withdrawn and the stent was released outside of the anatomy. A new acculink carotid stent system was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The failure to advance and deployment issue were not able to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties were related to case circumstances. It is likely that anatomical conditions contributed to the reported resistance during advancement through the guiding catheter. In addition, it is likely that during advancement against resistance, the hypotube kinked preventing deployment and during removal, the kinked area of the hypotube separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.